Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: percutaneous mitral valve repair with the mitraclip system for severe mitral regurgitation in patients with surgical mitral valve repair failure.

Event description:
This is being filed to report the increased mitral regurgitation (mr). This event was captured based on literature review of the article, percutaneous mitral valve repair with the mitraclip system for severe mitral regurgitation in patients with surgical mitral valve repair failure. It was reported the patient had previously undergone mitral valve repair where an annuloplasty ring was implanted. The patient presented with functional mitral regurgitation with a grade of 3. One clip was successfully implanted, reducing the mr to 1. During the 12 month follow up, the mr had increased to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.